Event description:
The reason for explant is unknown. Per pathology report: the valve was received with a scant amount of gray fibrous tissue. No defects were identified between the valve ring and the surrounding material. The valve leaflets were intact and were freely moveable. No mechanical defects were identified. The aortic tissue received showed a mild degree of atherosclerosis. The valve was destroyed by the hospital. No additional informaiton is available at this time.